Manufacturer narrative:
(B)(4).

Event description:
In literature the following information was obtained: (B)(6) journal vol. 26. Page 51(apr 19, 2017). Frozen elephant trunk technique report of conformable gore tag thoracic endoprosthesis on ascending arch replacement kajiyama t, sato n, matsue h, ishida m, ko y, matsuda a. Fifteen (15) patients who had been implanted with conformable gore tag thoracic endoprosthesis with frozen elephant trunk technique (tar-fet) and 13 patients who had been implanted with artificial blood vessel by open chest surgery (tar-et). The patient background as follows. Mean age: tar-fet 70.3+-13.3 tar-et 66.2+-17.7, the result is as follows. Operation time: tar-fet 533.5+-1.2 tar-et 502.8+-75.0 cpb time: tar-fet 209.4+-57.1 min tar-et 284.2+-64.9 p<0.0016, blood transfusion volume: tar-fet 1266.7+-474.4ml tar-et 2929.2+-1013.5 p<0.0001, intubation time: tar-fet 69.9+-62.6 hr tar-et 79.1+-47.6, ICU time: tar-fet 8.3+-9.7 day tar-et 8.7+-9.7. Regarding the health hazard, 2 patients of tar-fet died during procedure and 1 patients of tar-fet suffered paraparesis though, the author reported that tar-fet was considered more beneficial than tar-et since tar-fet was less invasive therapies.